Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Exeter stem revision. Distal fracture. Revised to competitor revision prosthesis.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. A photo of the broken stem was provided which confirmed the event. The lower quarter of the stem has broken away from the stem. There appears to be scratches on the remaining portion medical records received and evaluation: not performed as insufficient medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event was confirmed by the photo provided. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Exeter stem revision. Distal fracture. Revised to competitor revision prosthesis.